Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level ranged from 200-263 mg/dl.